Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the patient line. This occurred at the end of automated peritoneal dialysis therapy when disconnecting from the patient line. The patient was connected initially at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.